Event description:
It was reported, male patient, age 50-60 years old. Severe kidney disease. Not treated with radiation therapy prior to procedure but still the patient was considered to be in high risk of anastomotic leakage. Patient was operated a low anterior resection with circular anastomosis. Ethicon area account manager personally attended and supported this procedure since echelon powered circular was new to surgeon. The procedure/handling of the instrument went very well! However, post operative anastomotic leakage resulted in re-operation with temporary loop-ileostomy. Luckily, they were able to save the anastomosis. Procedure: open low anterior resection

Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: what were the indications for surgery? No exact terminology is known, but low position tumor in rectum. What surgical procedure was performed? As already described: open surgery, low anterior resection did the patient receive any preoperative chemotherapy? Unknown were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? As described earlier. First time firing, ethicon rep. Was present. Also pre-op in-service was performed. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Auditive and tactile feedback and green check light. Everything was normal. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 x 360 degrees full revolutions. Was there any difficulty removing the device? Slight difficulties, there was a distinct ¿thumping¿ sound when device was removed. Was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes, both donuts looked perfect were there any issues noted with staple formation? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? Yes, no detection of leakage. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? Unknown. How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? Unknown. How was the leak addressed? As already described, temporary loop-ileostomy. Luckily original anastomosis could be saved. What is the current patient status? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.